Event description:
The item was broken during trial using impactor.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.